Manufacturer narrative:
Correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation: two photos and four physical samples were provided to our quality team for investigation. Through visual inspection, silicone was be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for lot 2407062, and all values were within the established specifications. The submitted samples were also tested and confirmed to meet these same requirements. A comprehensive device history record (DHR) review was completed for lot 2407062. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported observation. Additionally, our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this observation were found during these inspections. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Due to the viscosity of the silicone lubricant, it is possible for some residue to become visible when the stopper is moved from its fully seated position. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: liquid was viewed inside the syringes before use while taking the syringe out of the package, liquid was observed.